Event description:
The event involved a plum 360 where it was reported that a patient was in the hospitalization area and required administration of a base solution to maintain patent veins after surgery, the pump was programed for 24 hours. However, the device was misadjusted and ended it in less time than programmed. The alarm did not sound as programmed or specified by the manufacturer. There was no harm to the patient.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Investigation is pending. The height of the patient was 167cm.

Manufacturer narrative:
The event logs from the device were used for this investigation. The investigation proceeds as complete data such as infusion speed and supply dose are not obtained, it is decided to read the downloaded alarm history and the data provided by the client, the 24-hour supply time. Taking the history, this gave an infusion rate schedule of 10.4 ml/hr with a 250 ml dose delivered over a 24 hour period. An attempt was made to replicate the failure, starting the programming at 12:00 hrs and ending at 12:00 hrs the following day, obtaining as a result a delivery of 252 ml with an end-of-dose alarm at the end of the test. The failure of the pump reported by the client is not replicated, using the protocol found in the alarm history, the equipment does not present any error.